Event description:
On (B)(6) 2022 the caregiver reached out due to the hero smart dispenser failing to automatically dispense medications and opening the door for a manual pill retrieval, as designed. It was also reported that the primary user has dementia and tried to take too many pills when the door opened for a manual medication retrieval. On 12/8 the technical support team reached out to obtain additional information and troubleshoot the issue. The caregiver added that the user overdosed on aripiprazole which led to hospitalization for two days. The user wasn't responsive, could not walk or talk, however the user was feeling well at the time of the call with the caregiver. The investigation of the device logs revealed that the unit was unable to automatically dispense, however the hero smart dispenser has been operating as designed and was opening the door for the manual retreival of medication. Per the hero device instruction manual version 2.5" the hero device should not be used by a recipient of medication who is incapable of verifying the accuracy of each dispensed dose (such as those suffering from dementia or other cognitive or physical impairments) unless pill dispense accuracy is being verified, in each instance, by qualified person(s) trusted by the medication recipient, i.e. A caregiver, a healthcare aide, and/or a healthcare professional. The medication recipient (or a trusted qualified person) must always verify that the types of pills and number of pills dispensed by the hero device match the prescribed or desired dosage before ingesting the contents of the pill cup. The hero device should not be used to dispense medicines that have high dosage sensitivity, that have a narrow therapeutic window, that are used to treat acute conditions or that are used to treat life-threatening events. Even though the hero device is capable of successfully and accurately dispensing most whole pills loaded into the device on most occasions, hero cannot guarantee the accuracy of medication dispensed during every dispense cycle due to the potential for human error and/or mechanical and software limitations or failures."

Manufacturer narrative:
Further follow up with the caregiver confirmed that the patient was alive and feeling well after the reported event.